Manufacturer narrative:
H11: internal complaint reference: (B)(4). H2: additional information in b5.

Event description:
It was reported that during a meniscus repair, both ts of two (2) fast-fix curved were deployed at the same time. Both ts were deployed through the meniscus and were removed. The patient's status is fine. The procedure was resumed, after a non-significant delay, using an equivalent s+n back-up. No further complications were reported.

Event description:
It was reported that during a meniscus repair, both ts of one (1) fast-fix curved were deployed at the same time. Both ts were deployed through the meniscus and were removed. The patient's status is fine. The procedure was resumed, after a non-significant delay, using an equivalent s+n back-up. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H11: h2: additional information on: h2. Corrected information on: g2. H3, h6: the reported devices were received for evaluation. A visual inspection revealed that they were returned in original packaging with the batch number of the complaint on the label. Two sets of t1 and t2 implants were returned off the needle. One set has had the knot tightened down and has been cut from its suture. The other implant set is still attached to its suture without the knot tightened down. All four implants have been fractured, the single insertion device has no visible defect, and bio debris is present. A functional evaluation was performed on the returned device and found that the actuator will cycle but the actuator attempts to stick at the tip and requires manipulation before returning to the next pre-deployment position. An assessment of material characteristics fond that based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the manufacturing process found that a minimum of 10 devices will be tested to ensure accurate representation of the implant population. Therefore, implant bridge strength must exceed 11.805 lbf (52.495n) required to break the implant while pulling on the suture loop using an mts insight 5 or equivalent. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.